Event description:
A nurse has reported that after giving a pt a blood glucose test he tried to remove the lancet from the easy touch device the nurse cut his finger because he pulled it without pushing down on the easy touch cap. The nurse has received an explanation on handling the easy touch. The wound was squeezed and the site was washed under running water. A hiv test was taken as stated in the hospital manual.